Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided pump reset information and assisted the caller with resetting the pump, as the malfunction code was resettable.